Event description:
The patient had severe spinal stenosis above the level of his previous lumbar fusion at l3-4. The patient had back and leg pain. It was determined via a pumpogram on (B) (6) 2010 that the patient was getting subcutaneous morphine at a very low rate instead of intrathecal morphine. The patient underwent a re-exploration lumbar laminectomy with decompression and bilateral repair of a csf (cerebrospinal fluid) leak. The patient also had pedicle screw instrumentation with a lateral mass fusion. The surgeon also involved a partial explant of the pump via a separate abdominal incision. They found through a pumpogram that there was a leak in the catheter just after it exited the pump site. The patient was discharged and stable on (B) (6) 2010. The patient had a recent myelogram which revealed severe stenosis above level of previous lumbar fusion at l3-l4. Also on pumpogram that was performed on (B) (6) 2010, it revealed that the patient was not getting actual intrathecal morphine but subcutaneous morphine at a very low rate. Therefore on (B) (6) 2010, the patient was admitted for surgery. The following surgical procedures were performed; re-exploration lumbar laminectomy, decompression, repair of csf leak l3-l4 bilaterally, pedicle screw instrumentation l# thru l4 with a lateral mass fusion, partial removal of morphine pump via a separate abdominal incision. Intraoperative findings revealed that there appeared to be a leak in the tubing just after it exited the morphine catheter pump site based on the pumpogram. The patient surgery was uncomplicated and on (B) (6) 2010, the patient was discharged in stable condition.

Manufacturer narrative:
(B) (4). (B) (4).